Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella cp support had mild ischemia in lower extremity. The patient had rhabdomyolosis from lower leg ischemia. Computed tomography angiography showed some distal flow down leg. However, a distal perfusion sheath was placed. The impella cp was successfully weaned and explanted. The procedural outcome was the patient survived the surgery.